Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used perifix soft tip 700 filter set in open packaging. The received sample was taken to a visual inspection. The tip of the perifix catheter was cut off. The cut off catheter tip was not handed over by the customer. The missing part has a length of approximately 145 mm. The separation area appears sheared and afterwards torn of. Relating to the separation area of the catheter we assume a malpractice during application, thus the complaint is not justified. We have informed our manufacturer accordingly. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the catheter was cut off in maternity - intervention to extract. The patient was transferred to neurosurgery to remove the catheter part in the back of the patient. The patient is fine now.